Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received insulation damage was found at 24.0 cm from the pin consistent with clavicle crush damage. The etfe coatings of the conductors were intact at the same location. A fracture of the inner coil was found near the connector ring due to fatigue. This damage could cause the reported complaints.

Event description:
It was reported that decreased impedance, noise and loss of sensing were observed. Lead issue suspected. Lead was explanted and replaced.